Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for blank display. The customer¿s son blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to corroded electronic assembly. Unit also received with corroded battery tube, corroded battery tube spring contact, cracked case on display window corners, minor scratched lcd window, stained keypad overlay, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and stained address/serial number label.